Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent could not be pushed out of the catheter and could not be opened, so the operation was eventually completed by replacing the stent with another manufacturer's product. No patient symptoms or further complications were reported as a result of this event. Patient medical history includes vertebral artery aneurysm.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization devices and a phenom-27 catheter were returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened phenom-27 catheter inner pouch. Visual inspection/damage location details: the pipeline flex was returned within the phenom catheter and found to be extending ~46.9cm from hub. The pipeline flex embolization device was then removed from phenom. (Pli-10) no bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be intact with blood residue. The distal and proximal braid ends were found to be opened and frayed. No other anomalies were observed. (Pli-20) the phenom-27 catheter total length was measured to be ~159.3cm. The phenom usable length was measured to be ~152.8cm which is within specification. Upon visual inspection, no damages were found with the phenom hub. The catheter body was found to be accordioned at ~9.5cm from distal tip. No damages were found with the marker band or the distal tip. No other anomalies were observed. Testing/analysis (including sem reports): n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported unable to anchor" refers to the situation during the procedure where the stent repeatedly withdrew from the target vessel along with the microcatheter and could not be anchored to the target vessel, making it impossible to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the aneurysm characteristics were vertebral artery aneurysm, tumor 2*2. It was noted that the vessel tortuosity was minimal. The cause of the failure to open was that the stent could not anchor in the vessel. No resistance occurred. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage observed on the pipeline pushwire of catheter. The microcatheter used phenom27. The middle section of the pipeline did not open. The pipeline had been placed in a vessel bend when it failed to open but kept falling off. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the operation of dense mesh stent surgery was that the stent did not move. The catheter was withdrawn, the stent could not be anchored during the operation. When the catheter was withdrawn, the stent was withdrawn together, so the stent could not be opened. The main reason was that the stent could not be anchored.